Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-01778, related manufacturer reference number: 2017865-2022-01780. It was reported that the patient presented for follow-up in clinic. It was discovered that purulent drainage was oozing out at the site of their pacemaker implant. Therefore, the physician elected to explant and replace the entire pacemaker system including device and right ventricular (rv) and right atrial (ra) leads on (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation results were found normal, visual screen and preliminary test results were found acceptable.